Event description:
Damage to pump housing and usb was reported, impacting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level reported. The customer was informed that the pump needed replacement under warranty and opted to use multiple daily injections as backup therapy. Technical support provided instructions for returning the malfunctioning pump and confirmed the shipping address for delivering a replacement pump.